Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they had a short circuit in their deep brain stimulation (dbs) system that was found during a routine battery re placement. The patient had two short circuits in less than three years. To ensure the short does not happen again, the implantable neurostimulator (ins) was moved to a new spot in the patient's chest. This meant that a 20 minute surgery ended up being an hour. Usually the recovery was easy, but the recovery from this surgery had not been so easy. No cause, diagnostics/troubleshooting, or outcome was reported regarding this event. Additional information could not be obtained. If additional information is received, a follow up report will be sent.